Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event occurred in canada. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of device identified multiple forms of damage including gouges, nicks, dings, and metal imbedded debris. The scalloped edge around the liner had fractured and the fractured pieces were not returned. It is unknown how many times the device was used during this field life. DHR was reviewed and no discrepancies were found. Information provided in the package insert for the provisionals, instrument/ provisional use and care (87-6203-697-00 rev j), states: "use only instruments and provisionals specifically designed for use with their associated devices." Therefore, the root cause of the event of instrument fracture can be attributed to off-label use of the devices. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trials were fractured when the explant blades were being used to remove a cup. No serious injury reported. Surgery was completed with another product. Attempts have been made and additional information on the reported event is unavailable.